Manufacturer narrative:
D10 concomitant products: 18885, 18885 8.5mm taperguard evac trachealx10, (lot# 25g0377jzx) 18885, 18885 8.5mm taperguard evac trachealx10, (lot# 25g0376jzx) 18880, 18880 8.0mm taperguard evac trachealx10, (lot# 25f0326jzx) 18875, 18875 7.5mm taperguard evac trachealx10, (lot# 25g0050jzx) 18875, 18875 7.5mm taperguard evac trachealx10, (lot# 25i0307jzx) 86450, 86450-w 7.0mm inter hi-lo trach x10, (lot# 25e0044jzx) 18870, 18870 7.0mm taperguard evac trachealx10, (lot# 25h0038jzx) 18865, 18865 6.5mm taperguard evac trachealx10, (lot# 25g0392jzx) 18860, 18860 6.0mm taperguard evac trachaelx10, ( lot# 25g0403jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the first responders arrived on the scene, the patient was already in cardiac arrest, resuscitation was initiated, and the patient was intubated as a part of the resuscitative efforts. The endotracheal tube's 15mm disconnected right after the intubation procedure was performed as the stylet was being removed from the tube. The first responder resolved the issue by reconnecting the same 15mm connector back onto the tube and resumed ventilation. The patient had no return of spontaneous circulation, but the death was not a result of a device malfunction.